Event description:
It was reported the customer received several no delivery alarms. Customer's blood glucose was unknown. It was found the no delivery alarms occurred while the customer was priming their insulin pump. Troubleshooting did not occur because the customer threw away their infusion set. The customer was advised to call back if the alarm occurred. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.